Event description:
It is reported that the customer implanted the stem and then tried to fix 26mm-3 exeter orthonox head to stem and it would not impact onto the stem properly. Extension of surgery time over 30 minutes.